Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology is unk. The pt was seen for regular follow-up evaluations with the last CT scan performed in oct. 2003. It was reported that over time the aneurysm morphology changed and became more angulated. The physician reported that although all film reviews indicated that the stent graft was correctly positioned, distal migration could be seen but was not appreciated. It was reported that the pt presented to the emergency room in 2004. A CT scan demonstrated a type I endoleak, migration of the stent graft, and rupture of the aneurysm. It ws reported that treatment was not possible because of the pt's condition and the pt expired the same day. An autopsy was not performed.